Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis a visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage verification check passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that the screen went dark on the cycler. The patient stated that while disconnecting from the cycler after treatment the screen went dark. The patient turned the cycler off and on about three times and nothing came on. The cycler was securely plugged in, the display was blank, there was no power outage and no outlet issue. The cycler was switched to on, but there was no lights on the stop, ok and up/down keys. The fresenius technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. There was no patient involvement, and no harm or adverse event reported. Additional information was requested but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.